Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call of issues with high blood glucose levels and motor error alarm. The customer states they had multiple alarms present. The customer's blood glucose level at the time of incident was 419mg/dl. The customer states they treated with pump. Troubleshoot was conducted. The customer was advised the pump would be replaced and returned for analysis.

Manufacturer narrative:
The pump was received with a blank display due to corrosion on the electronics. The pump had a corroded motor home switch. Unable to perform the idle current, run current, self test, off no power, unexpected restart, basic occlusion, occlusion, prime, no delivery, displacement or verify motor error alarm or other alarms due to the blank display. The pump was received with minor scratches on the display window, a cracked case at the display window corners, cracked battery tube threads, and a cracked reservoir tube lip.